Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was leaking from the handle. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was selected for use. When the flush line was connected to the catheter a leak from the handle was noted. The catheter was replaced and the procedure was completed. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was not possible in any state since the device was leaking. The catheter was dissected for further inspection. It was observed that the device was leaking within the handle. Further examination identified exposed areas of the shaft braid, which could had potentially caused the flush tubing damaged. The device was tested by connecting the catheter to the farastar console. The ablation test was performed to verify that the exposed if the exposed shaft braid could have also potential damage the lead wires, causing an electrical arc in the section. It was observed that an electrical arcing was observed. The issues identified during electrical testing, along with the flush tubing damage potentially caused by the exposed shaft braid, were determined to be the most probable cause of the leakage observed in the device. Based on the product analysis the catheter leak were confirmed.

Event description:
It was reported that the catheter was leaking from the handle. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was selected for use. When the flush line was connected to the catheter a leak from the handle was noted. The catheter was replaced and the procedure was completed. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.